Event description:
Customer reported a current high blood glucose level after being released from the emergency room. The specific value was unknown, as it displayed only as "high" on the cgm, and there was no confirmation from a blood glucose meter. A correction bolus was administered through the pump, and the control iq feature was enabled. No additional assistance was needed, and the customer declined to proceed with a supplies or system check.